Manufacturer narrative:
H3: product analysis of part# kex202eb, lot# 226975452 visual and functional inspection revealed the balloon has been punctured. The damage is a slice in the upper portion of the balloon. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in v ertebroplasty for l4 vertebral fracture spinal therapy for primary osteoporosis. Levels implanted was l4. It was reported that there was rupture to the balloon and it was only inflated in the caudal direction. When the balloon expanded, only the caudal side expanded; it did not expand on the head side. The balloon was deflated to 0, the position was slightly shifted to the dorsal side, and it was opened again, but in the same manner, only the caudal side expanded, and the balloon on one side was damaged. No further complications were reported. Additional information was received via manufacturer representative that one balloon was raptured and the other was inflated outside the surgical field, but it became swollen due to deflection on one side.